Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 continued to eject cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) troubleshot a cubie issue where cubies were popping out at random. All row board cables were reseated, and the controller board was replaced. The station was then rebooted and tested. Several cubie pockets were reloaded, and all tested successfully. The system functioned as intended after the field service engineer repaired the device.